Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990i-us is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the distal end assy w/ccd module broken. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end assy w/ccd module. In addition, we confirmed that the bending rubber discolored, and the segment steel braid rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).